Event description:
The distributor contacted animas on (B)(6) 2013 and reported blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no missing lines or pixels observed during testing. Investigators scrolled through multiple screens with no blank areas observed. The complaint could not be confirmed or duplicated on investigation.